Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the new needle tuohy, the tip has less curvature than before and as a consequence 18 patients suffered wet needling, the epidural administration broke the ligament of dura mater, during the two last months. Patient complications: strong headaches, which can become chronic. It was reported that the patients are currently doing fine.